Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization and patient outcome were not reported. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.